Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the ER after receiving anti-tachycardia pacing (atp) and shock therapy. Boston scientific technical services (ts) reviewed the episodes. Therapy was delivered, however atp was not effective, and shocks tended to slow down the rhythm, but were re-triggered throughout the event. Therapy did not completely convert the rhythm. A total of eight shocks were delivered and therapy was exhausted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.